Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads from the same lot number. It was reported the patient was not receiving effective stimulation coverage. A sjm rep was unable to resolve the issue with reprogramming. A fluoroscopy showed one of the patient's leads has migrated. Surgical intervention to reposition the lead is pending.